Event description:
Event description guidant received information that this ventricular lead had noise. It caused the pacemaker to store 2000 episodes of false ventricular tachycardia. The lead measurements were within normal limits. The caller was able to reproduce noise in unipolar mode. The caller programmed the sensing to bipolar mode to address the issue. The doctor is concerned there is a seal plug issue with the pacemaker. They will check the patient again in a week to make sure the sensing is still good.